Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the smoke could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device (laser fiber ) was not returned for evaluation. Per the follow up communication regarding the laser fiber, it was reported that the laser fiber has been disposed and did not have any details if the laser fiber was an olympus or not. This report however, is being submitted to capture the reported issue of smoking in which a laser fiber was involved on an olympus laser unit. Per report, in addition, per communication with customer representative, the field service engineer (fse) inspected the laser unit and found no issues, there was no fault found onsite and no service is required. Section d4 for the device model is a placed holder for the laser fiber as no model was provided. In addition, the laser unit will not work with non-olympus / soltive fibers due to several safety features and therefore a complaint for the laser fiber was opened. The model used for the fiber has the highest shipment volume as the representative model for the product line. A supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that there was a smoke coming from behind the machine where the socket where the fiber plugs into. The device was replaced and the intended an unspecified procedure was completed using a similar device. No harm was reported. No patient harm no user injury reported due to the event. This event is related to a report with patient identifier (B)(6) (laser system model tfl-pls, sn: (B)(6)).